Event description:
It was reported the devices were used during a laparoscopic nissen, dissection of the short gastric vessels. It was reported by the affiliate that the or staff assembled the uc and had difficulty with the harmonic scapel, the surgeon felt that the power being delivered by the handpiece to the lcs15 was at a lower level and there was an inordinately high level of air flow (hissing) escaping from the handpiece at the connection of the handpiece to the lcs15. The scrub nurse tried to troubleshoot the problem. She reinstalled the lcs15 to no avil. She then installed the test tip. She then installed a second blade sys to no avail. A new hp050 was then pulled and the sys seemed to function better. The surgeon encountered some bleeding from the short gastric vessels dissection and div, and ended up using a combination of allport and surgicel to regain hemostasis. The surgeon continued on with the procedure and later had to convert due to the difficulty of achieving a wrap and the renewal of bleeding. The products will be forwarded once rec'd. The procedure was extended by 1 + hrs. Add'l info rec'd on 09/17/97. It was clarified that the procedure was converted to an open procedure.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to the co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: damaged to electrical connector, and evidence of debris in threaded area, no. Functional tests & results: capacitance out of specification, frequency out of specification, impedance out of specification, pin resistance out of specification, and power level/motion requirements, no. Analysis conclusion: based on the inquiry info received, the visual and functional testing, no problem was found. The instrument was received in good physical condition and tested and met design specifications. The handpiece was examined and found to be functional. No conclusion could be reached as to what may have caused the rpt'd incident during surgery. The handpiece is being returned to the customer. Each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.